Manufacturer narrative:
Additional information about auto mode and over delivery has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was stated that the auto mode was not active at the time of incident and also stated that the insulin pump was over delivering.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 50 mg/dl. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.